Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during vitrectomy surgery the ophthalmic system xenon lamp did not light and an illumination error occurred, a burning smell was detected from the circuit board, and a rectifier error was reported. The surgery was successfully completed on the same day without any impact to the patient.